Manufacturer narrative:
Fujisawa, n., yanano, s., yasuda, y., yoneya, s., shinozaki, t. (2025). A review of transurethral water vapor treatment of the prostate performed under continued antithrombotic agents. 77th meeting of the urological association of west japan, 015-2. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article abstract published in the 77th annual meeting of the western japan urological association that a study was conducted to evaluate outcomes in patients undergoing transurethral steam therapy (wave) for the treatment of benign prostatic hyperplasia (bph) and to assess cases requiring reoperation. A total of 62 patients underwent wave between april 2023 and april 2025 at a single institution. Among these, 8 patients required reoperation due to insufficient treatment response. The mean time from initial wave to reoperation was 15 months (range: 4-23 months). Comparative analysis between reoperation and non-reoperation groups indicated that preoperative urinary retention and intravesical prostatic protrusion (lobe protrusion) were more frequent in reoperation cases, although no statistically significant differences were identified.